Event description:
An arterial air alarm occurred at the start of a routine hemodialysis treatment which could not be resolved by the operator. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190 cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately to the presence of air. Facility staff has been notified and attributed the air alarm at the start of tx to inadequate air removal by the operator during prime. The user's guide contains adequate info regarding instructions for priming of the cartridge, probable causes of alarms and alarm recovery instructions. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.